Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The handpiece was not returned for functional testing. With no additional, related information provided, the customer reported events, were not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction procedure the phacoemulsification (phaco) handpiece was not working properly overheating the phaco tip and the patient experienced a corneal tunnel burn in the right eye. There was no system message displayed by the ophthalmic system. The burn did cause a wound leak and sutures were required to close the wound. The burn did result in corneal astigmatism and no corneal opacity. Currently the patient's condition is good.